Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Xrays and medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort and elevated cobalt and chromium levels in the blood. It was also noted during his revision surgery that blackened tissue and an inflamed synovium were discovered. Update rec'd (B)(6) 2014-pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated metallosis and anterior impingement. The anterior impingement was actually caused by a bone formation so nothing extra is being reported at this time. There is no new additional information that would affect the existing MDR decision. Update (B)(6) 2015-pfs and medical records received. After review of the medical records for MDR reportability, the liner was very difficult to remove so the whole cup was removed. The stem is also being added for the alleged high metal ions. No labs provided.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2016, (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Xrays and medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.